Event description:
This is report 1 of 2 for (B)(4). It was reported that during a total knee arthroplasty (tka) procedure, it was observed that the robotic-assisted solution satellite station device produced inaccurate cuts, and an unknown fixation pin was loose. The devices were utilized together with the robotic-assisted solution base station device. The reporter stated that following initialization, the entire system shut down, probably due to a power failure. The system was then plugged into a different outlet, successfully restarted, and reinitialized. After going through all the checkpoints, they reached the pro-adjust planning screen, but the numbers were significantly off. The discrepancy between the flexion and extension gap measured 3 cm, with values of 28 cm on the lateral side during flexion and 4 cm during extension. All the pins were examined to determine if anything had shifted. It was found that the femoral pin was loose, prompting a reset of all the pins. The entire process was then repeated, but the same issue arose again. The femur's rotation was significantly off, prompting the surgeon to switch to manual techniques to complete the procedure. The femur was originally sized at 5, but ultimately a size 10 was implanted using manual instrumentation. The reporter noted that it was the 175 mm pin. According to the reporter, it was determined that the issue was not related to the pin or the robot, but rather a human error, as white side lines were selected instead of ¿pca¿. The procedure was delayed, though the exact duration of the delay was not specified. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: correction: b5: during subsequent follow-up with the reporter additional information was obtained. The reporter clarified that zero cuts were made with the robot. The procedure was aborted before any cuts were made. Correction: h6: the medical device problem codes have been updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: upon further review of this complaint, it was concluded that there have been no reported patient harms or impacts associated with the device as the reporter clarified that zero cuts were made with the robot. As a result, this complaint is not considered reportable.